Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and large ketones. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer was treated through intravenous insulin and unspecified fluids. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently the pump shutdown. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.